Event description:
While working as a nurse she wore latex gloves made by several different latex glove mfrs. She states that she was diagnosed with type-1 latex allergy after she experieneced the following symptoms: hives, wheezing, itching, tightness in her throat, occupational asthma, edema of the face and hands, erythema, shortness of breath and anaphylaxis.